Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire into the lead. The lead was no longer used and replaced. The patient was in good condition.